Event description:
The customer reported of a pt with a small perforation in the proximal rectum from an endoanal manometry procedure, performed with the manoscan 3d ar system. The customer thinks the event might have occurred due to the pointy or sharp tip of the anorectal catheter.

Manufacturer narrative:
Although it is a known complication in the medical community, it is a very rare event in our records. There are prior reports of rectal perforation from similar procedures. Please see attached two related articles.